Event description:
Procedure: hernia. According to the reporter: balloon had tear. End of balloon separated during removal. Surgeon removed piece of balloon left behind. Current patient status: balloon had tear. End of balloon separated during removal. Surgeon removed piece of balloon left behind. Age or dob: (B)(6). Additional information received via email: what is the lot number of the device? When the rep visited the hospital, he was told that the packaging containing the lot number was discarded. The hospital reported that the lot number was not anywhere in the patient record. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? No. A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? Na. Was there blood loss of 500cc or more due to the product problem? No. Did any additional blood loss resulting from this product problem require a blood transfusion? No. Was surgical time extended by more than 30 minutes due to the product problem? No. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No. How is the patient currently? The rep spoke with the surgeon and she reported that the patient hasn't complained or had any issues from the balloon. The surgeon has not seen the patient in office for a post op visit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).